Event description:
It was reported that the patient experienced ineffective stimulation and discomfort at the lead site due to lead migration. As a result, surgical intervention may take place to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7590506.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.